Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The event of high impedance was reported to abbott. The leads were explanted and replaced. The ipg was replaced per physician's choice. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on their lead, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced.